Manufacturer narrative:
The reported event involving a pcu devices with button malfunction could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that over 39 button malfunctions have been repaired since the new pcus incorporation into the hospital (which correlates to over 6 per month, or over 1 per week). This failure been apparent since may of 2019. The usual button malfunctions for pcus are 1, 4, 7, clear and the up arrow above 1. This problem is not secluded to these buttons only. The system on power button go out as well as the button used to admit patients. The problem exists only on the "newer version" of the pcu. "A patient has not been involved in a serious case thus far."